Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils placed and clearly one has migrated') in a 28-year-old female patient who had essure (batch no. D13377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included genital herpes simplex, parity 4 (dates of live births: (B)(6) 2009, (B)(6) 2011, (B)(6) 2016, (B)(6) 2018.), smear cervix abnormal, menses irregular, lightheadedness, dysfunctional uterine bleeding, ovarian cyst, vaginitis, bacterial vaginosis, malformation venous, resuscitation, human papilloma virus test positive, multigravida and cramp in lower abdomen. Previously administered products included for prevent pregnancy: depo provera from 2013 to (B)(6) 2015, ortho tri cyclen from 2013 to (B)(6) 2015 and implanon from 2011 to 2013. Concurrent conditions included urinary tract infection and bacterial infection due to streptococcus, group b. Family history included birth defects (sister.) And thyroid disorder nos (maternal aunt.). Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since (B)(6) 2015 for menstruation abnormal, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) for pain, ketorolac tromethamine (toradol) since (B)(6) 2015 for pelvic pain female, abdominal pain, cramp in lower abdomen and migraine, valaciclovir hydrochloride (valtrex) from (B)(6) 2015 to (B)(6) 2018 for vaginal infection as well as aciclovir (acyclovir) and beta-lactamase sensitive penicillins. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems: depression / psych injury") and anxiety ("psychological or psychiatric problems: mental anguish / psych injury"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications) / pregnancy: birth- no complication"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"), migraine ("migraines/headaches"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems: uti") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, depression and anxiety outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection and vaginal discharge had resolved and the menorrhagia, dysmenorrhoea, vaginal infection and migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2018. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 4 coils left side 5 coils right side. Streptococcus b carrier state complications childbirth. Discrepancy noted in essure confirmation test as previously given hysterosalpingograpm with result essure device successfully occluded and now plaintiff did not undergo essure confirmation test. Discrepancy in essure location -essure coils could not be palpated through fallopian tubes with a grasper and were not seen after removing the majority of the fallopian tubes bilaterally. Procedure: there was no obvious transition point in the tubes between where the essure coils were and were not located. X-ray after delivery, appeared to indicate coils were in the proper position. Patient had received treatment for pain, bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pathology test - on (B)(6) 2018: fallopian tubes, bilateral, tubal ligations: completely transected segments of benign fallopian tubes; negative for malignancy.. Pregnancy test - on (B)(6) 2018: single viable intrauterine gestation with mean gestational age of 6 weeks 4 days. No abnormalities identified. X-ray of pelvis and hip - on (B)(6) 2018: essure failure. Bilateral occlusive fallopian tube metallic device is in place within the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, abdominal cramping. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet report received. Lot number added. Event genital haemorrhage and pregnancy with contraceptive device updated as non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils placed and clearly one has migrated') in a 28-year-old female patient who had essure (batch no. D13377) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included genital herpes simplex, parity 4 (dates of live births: (B)(6) 2009, (B)(6) 2011, (B)(6) 2016, (B)(6) 2018. , smear cervix abnormal, menses irregular, lightheadedness, dysfunctional uterine bleeding, ovarian cyst, vaginitis, bacterial vaginosis, malformation venous, resuscitation, human papilloma virus test positive, multigravida and cramp in lower abdomen. Previously administered products included for prevent pregnancy: depo provera from 2013 to (B)(6) 2015, ortho tri cyclen from 2013 to (B)(6) 2015 and implanon from 2011 to 2013. Concurrent conditions included urinary tract infection and bacterial infection due to streptococcus, group b. Family history included birth defects (sister.) And thyroid disorder nos (maternal aunt.). Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since (B)(6) 2015 for menstruation abnormal, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) for pain, ketorolac tromethamine (toradol) since january 2015 for pelvic pain female, abdominal pain, cramp in lower abdomen and migraine, valaciclovir hydrochloride (valtrex) from (B)(6) 2015 to (B)(6) 2018 for vaginal infection as well as aciclovir (acyclovir) and beta-lactamase sensitive penicillins. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems: depression / psych injury") and anxiety ("psychological or psychiatric problems: mental anguish / psych injury"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications) / pregnancy: birth- no complication"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"), migraine ("migraines/headaches"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems: uti") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, depression and anxiety outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection and vaginal discharge had resolved and the menorrhagia, dysmenorrhoea, vaginal infection and migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2018. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 4 coils left side 5 coils right side. Streptococcus b carrier state complications childbirth. Discrepancy noted in essure confirmation test as previously given hysterosalpingograpm with result essure device successfully occluded and now plaintiff did not undergo essure confirmation test. Discrepancy in essure location -essure coils could not be palpated through fallopian tubes with a grasper and were not seen after removing the majority of the fallopian tubes bilaterally. Procedure: there was no obvious transition point in the tubes between where the essure coils were and were not located. X-ray after delivery, appeared to indicate coils were in the proper position. Patient had received treatment for pain, bleeding, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pathology test - on (B)(6) 2018: fallopian tubes, bilateral, tubal ligations: completely transected segments of benign fallopian tubes; negative for malignancy.. Pregnancy test - on (B)(6) 2018: single viable intrauterine gestation with mean gestational age of 6 weeks 4 days. No abnormalities identified. X-ray of pelvis and hip - on (B)(6) 2018: essure failure. Bilateral occlusive fallopian tube metallic device is in place within the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils placed and clearly one has migrated'), pregnancy with contraceptive device ('pregnancy (no complications) / pregnancy: birth- no complication') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included genital herpes simplex, parity 4 (dates of live births: (B)(6) 2009, (B)(6) 2011, (B)(6) 2016, (B)(6) 2018.), smear cervix abnormal, menses irregular, lightheadedness, dysfunctional uterine bleeding, ovarian cyst, vaginitis, bacterial vaginosis, malformation venous, resuscitation, human papilloma virus test positive, multigravida and cramp in lower abdomen. Previously administered products included for prevent pregnancy: depo provera from 2013 to (B)(6) 2015, ortho tri cyclen from 2013 to (B)(6) 2015 and implanon from 2011 to 2013. Concurrent conditions included urinary tract infection and bacterial infection due to streptococcus, group b. Family history included birth defects (sister.) And thyroid disorder nos (maternal aunt.). Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since (B)(6) 2015 for menstruation abnormal, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) for pain, ketorolac tromethamine (toradol) since (B)(6) 2015 for pelvic pain female, abdominal pain, cramp in lower abdomen and migraine, valaciclovir hydrochloride (valtrex) from (B)(6) 2015 to (B)(6) 2018 for vaginal infection as well as aciclovir (acyclovir) and beta-lactamase sensitive penicillins. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems: depression / psych injury") and anxiety ("psychological or psychiatric problems: mental anguish / psych injury"). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"), migraine ("migraines/headaches"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems: uti") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, depression and anxiety outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection and vaginal discharge had resolved and the menorrhagia, dysmenorrhoea, vaginal infection and migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2018. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 4 coils left side 5 coils right side. Patient had received treatment for pain, bleeding, bladder/urinary problems? Yes streptococcus b carrier state complications childbirth. Discrepancy noted in essure confirmation test as previously given hysterosalpingograpm with result essure device successfully occluded and now plaintiff did not undergo essure confirmation test. Discrepancy in essure location -essure coils could not be palpated through fallopian tubes with a grasper and were not seen after removing the majority of the fallopian tubes bilaterally. Procedure: there was no obvious transition point in the tubes between where the essure coils were and were not located. X-ray after delivery, appeared to indicate coils were in the proper position. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pathology test - on (B)(6) 2018: fallopian tubes, bilateral, tubal ligations: completely transected segments of benign fallopian tubes; negative for malignancy.. Pregnancy test - on (B)(6) 2018: single viable intrauterine gestation with mean gestational age of 6 weeks 4 days. No abnormalities identified. X-ray of pelvis and hip - on (B)(6) 2018: essure failure. Bilateral occlusive fallopian tube metallic device is in place within the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, abdominal cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils placed and clearly one has migrated'), pregnancy with contraceptive device ('pregnancy (no complications) / pregnancy: birth- no complication') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included (B)(6), parity 4 (dates of live births: (B)(6)), smear cervix abnormal, menses irregular, lightheadedness, dysfunctional uterine bleeding, ovarian cyst, vaginitis, bacterial vaginosis, malformation venous, resuscitation, (B)(6), gravida ii and abdominal pain lower. Previously administered products included for prevent pregnancy: depo provera from 2013 to (B)(6) 2015, ortho tri cyclen from 2013 to (B)(6) 2015 and implanon from 2011 to 2013. Concurrent conditions included urinary tract infection and bacterial infection due to streptococcus, group b. Family history included birth defects (sister.) And thyroid disorder nos (maternal aunt.). Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since (B)(6) 2015 for menstruation abnormal, hydrocodone bitartrate; paracetamol (hydrocodone/acetaminophen) for pain, ketorolac tromethamine (toradol) since (B)(6) 2015 for pelvic pain female, abdominal pain, cramp in lower abdomen and migraine, valaciclovir hydrochloride (valtrex) from (B)(6) 2015 to (B)(6) 2018 for vaginal infection as well as aciclovir (acyclovir) and beta-lactamase sensitive penicillins. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems: depression / psych injury") and anxiety ("psychological or psychiatric problems: mental anguish / psych injury"). On 2(B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"), migraine ("migraines/headaches"), abdominal pain ("abdominal pain"), urinary tract infection ("bladder/urinary problems: uti") and vaginal discharge ("bladder/urinary problems: vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, depression and anxiety outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection and vaginal discharge had resolved and the menorrhagia, dysmenorrhoea, vaginal infection and migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2018. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 4 coils left side; 5 coils right side. Patient had received treatment for pain, bleeding, bladder/urinary problems? Yes, streptococcus b carrier state complications childbirth. Discrepancy noted in essure confirmation test as previously given hysterosalpingogram with result essure device successfully occluded and now plaintiff did not undergo essure confirmation test. Discrepancy in essure location -essure coils could not be palpated through fallopian tubes with a grasper and were not seen after removing the majority of the fallopian tubes bilaterally. Procedure: there was no obvious transition point in the tubes between where the essure coils were and were not located. X-ray after delivery, appeared to indicate coils were in the proper position. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Pathology test - on (B)(6) 2018: fallopian tubes, bilateral, tubal ligations: completely transected segments of benign fallopian tubes; negative for malignancy. Pregnancy test - on (B)(6) 2018: single viable intrauterine gestation with mean gestational age of 6 weeks 4 days. No abnormalities identified. X-ray of pelvis and hip - on (B)(6) 2018: essure failure. Bilateral occlusive fallopian tube metallic device is in place within the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, abdominal cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: follow up two and three processed together. Pfs and mr received: case became incident. Event added from mr: essure coils placed and clearly one has migrated. New events added: pregnancy (no complications), device ineffective, pelvic pain, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), infection (bladder/urinary tract/vaginal): vaginal, migraines/headaches, depression, mental anguish, abdominal pain, patient did not undergo essure confirmation test. Event onset date, event outcome were added. Reporter information were updated, patient history, demographics, concomitant drugs were added. On 3-sep-2019: follow up two and three processed together. Pfs received: events: general abnormal bleeding, urinary tract infection, vaginal discharge were added. Event outcome were updated for pelvic pain, abdominal pain. Reporter information were updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.